Manufacturer narrative:
A steris service technician arrived on site to inspect the lighting system and found the screws that are used to secure the plastic covers were missing. It is unknown how the screws were displaced from their position. The most likely cause is user facility bumping the lights into walls or other equipment. To resolve the issue, the technician installed a new light head cover kit and secured new screws to the light head. The technician tested the light, confirmed the lighting system to be operating according to specification, and returned it to service. The harmonyair m-series surgical lighting system is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. The technician counseled user facility personnel on the importance how not to bump the lightheads onto other objects while repositioning the lights. The harmonyair m-series surgical lighting system operator manual states, "safety precautions: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." No additional issues have been reported.

Manufacturer narrative:
The light of the reported event has been removed from service pending further investigation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported during a patient procedure that the plastic light head cover detached from their harmonyair m-series surgical lighting system as the light head was repositioned and the light head cover fell onto an instrument stand. No report of injury or procedure delay.